Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in the circumflex artery. A 2.25 x 12 synergy drug-eluting stent advanced for treatment. The physician tried to twist and torque the device passed the lesion but, when the device was removed from the patient's body, it broke mid shaft. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.